Event description:
Medtronic received information that this bioprosthetic valve was abandoned after a minimally invasive right thoracotomy implant due to central regurgitation.

Manufacturer narrative:
(B)(4): evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. This is an expected finding since the valve went through a decontamination process which included a high concentrate of tissue fixation. Blood contact may also be a contributing factor. A small perforation in the non-coronary cusp adjacent to the right non-coronary commissure appeared to have occurred during retrieval. Tiny tears were noted on the free margin of the non-coronary cusp adjacent to the right non-coronary commissure. The non-coronary left and left right commissures were intact. The right non-coronary commissure appeared to have been intact prior to retrieval. Hydrodynamic pulse duplication testing and high speed video during testing showed that all three leaflets opened and closed fully at both low and high cardiac output. Upon full closure, there was no observable gapping/pinhole/or shift in coaptation. Under video observation, there appears to be some slight damage to the free margin, which may have occurred at retrieval. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis could not duplicate the clinical observation as this valve functioned normally during testing.